Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (display issue) issue. The display reportedly was defective. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: the investigation was completed using the returned battery cap. There was no defect found to the display. The display was found to be fully functional, had good contrast and readable.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).